Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five months after the implant procedure, the implantable cardiac monitor (icm) was protruding through the skin. The icm was explanted. No further patient complications have been reported as a result of this event.